Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a possible loss of ventilation. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, this was a use error because the circuit was not correctly assembled. Therefore, this failure is not reportable in the USA. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. There was no reported patient injury.